Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The parts passed inspection of the outer profile with the exception of some deformed areas where the liner is damaged. This damage likely occurred during the procedure. The product left biomet control conforming to print specification.

Event description:
It was reported patient underwent a left hip hemiarthroplasty on (B)(6) 2007. Subsequently, the patient was revised to a total hip system on (B)(6) 2014 due to disease progression. During the procedure, the liner would not fully seat into the acetabular cup. The liner was cemented into the acetabular cup in order to complete the procedure. A 60 minute delay occurred.